Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that pcu pumps shutting down with no alarm warning. Although requested, no additional event and/or patient information was provided.